Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Visual inspection noted electrocautery marks in device casing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that this device was explanted, replaced and returned for normal battery depletion. There were no known field allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device did not meet longevity expectations.